Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system, and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Isi followed up with the initial reporter and obtained the following additional information: the reporter informed the issue was discovered before the instrument was used on a patient. The reporter was not provided any additional details, other than the instrument was not functioning properly and was asked to return the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during central processing, the 8mm force bipolar instrument was not moving properly. The procedure was completed with no reported injury.